Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed breaches in the insulation of the brown, orange, red, and yellow wires which would have contributed to the abnormal pump operation captured within the submitted log files. The submitted log file contained data from 11nov2020 to 27nov2020. The pump operated above the low speed limit until 27nov2020 when the log file recorded low speed operation events and a pump stop event. The pump regained speed following these events and remained above the low speed limit for the remaining duration of the log file. The patient was connected to their power module during all abnormal pump operation. Based on past experience with the hmii lvas and similar reported events, these events are indicative of an issue with the driveline. (B)(6) was returned assembled with the driveline cut into multiple segments. The proximal portion measuring approximately 1 inch from the pump housing, a middle segment of driveline measuring approximately 8.5 inches, and a distal portion of driveline measuring approximately 28 inches were returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. All parts of the outflow conduit (outflow graft, outflow graft bend relief, bend relief collar, and outflow elbow) were returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the red wire, the yellow wire, the brown wire, and the orange wire all between approximately 3.5 inches to 4.5 inches from the pump housing. All areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield, a short to shield would have resulted, causing the low speed operation and pump stop events observed in the submitted log file. Incidental findings: the submitted photos from the account, as well as evaluation of the returned driveline, revealed superficial damage to the external portion of driveline from (B)(6). The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a heart transplant transplanted on (B)(6) 2022 and the pump returned for evaluation. As the patient had been on bridge to transplant, this was not believed to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed operation and pump stoppages. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, review of the submitted photos confirmed superficial damage to the external portion of the patient¿s driveline which is an incidental finding. The submitted log file contained data from 11nov2020 to 27nov2020. The pump operated above the low speed limit until 27nov2020 when the log file recorded low speed operation events and a pump stoppage while connected to the power module. The pump regained speed following these events, and remained above the low speed limit for the remaining duration of the log file. Following the low speed operation and pump stoppage, the patient was switched to battery support and placed on an ungrounded patient cable. The patient was reportedly in close contact with the ventricular assist device (vad) coordinator. The patient would be monitored moving forward and remains ongoing on vad support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 07jul2015. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's device had a low speed alarm, pump stop, and suspected driveline damage. The patient was put on batteries and had a chest x-ray of driveline. The patient was discharged home with a non-grounded cable.